Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to pocket erosion.

Event description:
Additional information indicated that a new device has not been implanted. At this time, the implanted lead is connected to an external pulse generator.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.